Event description:
During an endoscopic robotic mitral valve procedure, the intra-aortic occlusion balloon ruptured while in the ascending aorta. There was no harm to the patient. The entire balloon was removed and the surgeon was unable to determine the cause of the rupture.